Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that a physician's programming tablet was malfunctioning. While attempting to interrogate a known-good demo generator, a communication error message was received. Through troubleshooting, it was determined that the serial cable was the cause of the communication issue. A known good tablet was used with the physician's wand and serial cable and the issues persisted, but when a known good serial cable was used with the physician's tablet and wand, the issues stopped. This verified that the issue was with the serial cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.